Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 12/10/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/10/2014. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld was freezing intermittently upon interrogation. It was reported that the freeze was always able to resolve, but that the physician felt it had become too cumbersome to deal with. It was reported that there was no known damage to the handheld that could have caused or contributed to the freezing. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.